Event description:
Per the clinic, the patient experienced recurrent infection at the abutment site and was treated with mastoid powder on (B)(6) 2020. The patient underwent revision surgery on (B)(6) 2020, in order to be converted to a transcutaneous osia baha implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.